Event description:
The customer reported to olympus that the colonovideoscope's insertion section was compressed. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the auxiliary tube, the air/water nozzle and the bending section cover adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During device examination, the reported issue was confirmed: the connecting tube was dented. Examination also found the following issues: the hand grip was scratched; the forceps channel port was scratched; and the light guide lens was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the auxiliary water channel and nozzle due to insufficient reprocessing. It is likely that the foreign material remained at the bending section cover since physical damage (cut) of the device was confirmed at where the foreign material was remained, causing the material to adhere. Whether there was deviation from instructions for use in reprocessing steps for the area foreign material remained or not was unknown. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.